Manufacturer narrative:
The accounts maintenance found the head cable was not securely in place on the control box. They reseated the cable to repair the bed.

Event description:
The complainant stated that the head section will not lower on the bed.